Manufacturer narrative:
Act, esc, b and up arrow buttons did not respond due to flattened button dome switches(no crease). No unlock on lcd keypad connector noted. Insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, displacement test, displacement accuracy test, bolus wizard test and download test due to button keypad anomaly. Unable to verify over delivery bolus anomaly due to button keypad anomaly. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked case at reservoir tube window corner and cracked reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a under delivery. The customer's blood glucose level at the time of the incident was 300 mg/dl and the current blood glucose level was 200 mg/dl. The customer was treated with manual injection for high blood glucose levels. The customer stated that the pump was under-delivering. The customer declined to perform the high pressure test. The customer stated that the pump was not delivering and had high blood glucose reading. The customer was advised to revert to backup plan of manual injections as per health care professional instructions. The customer was advised to monitor blood glucose until replacement arrives. The insulin pump will be returned for analysis.